Manufacturer narrative:
Additional information: b5 and b6. B5: upon follow-up, it was reported that the patient has recovered from peritonitis (two days after the event onset). Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as less care of the patient with the aseptic technique. The peritonitis was manifested by abdominal pain and cloudy effluent. The same day as the event onset, the patient was hospitalized and treated with cefepime and meropenem (intraperitoneal) for peritonitis. At the time of this report, the patient has recovered from cloudy effluent and abdominal pain; however, was recovering from peritonitis. Action taken with pd therapy was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.